Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at 600mcg/day. It was reported that the patient had required dose increases to maintain therapy effectiveness and reduce spasticity over the past year. The hcp decided to replace the catheter. The hcp opened the pocket and saw that there appeared to be a needle puncture hole in the pump segment of the catheter that was causing some drug to leak out. The hcp replaced the entire catheter with an ascenda catheter. Per the hcp, the catheter may have been punctured during a refill. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. Additional information received indicated that the hcp had to open the spine and the pocket and tunnel the catheter, so the pump was also exchanged so the patient would not have to come back for a replacement in a few years. The pump replacement was due to medical judgment. The reporter did not know which catheter serial number the hole was associated with. It was noted that the hole was identified in the pump segment and the connector was sutureless. There was a pin connector in the pump pocket. It was noted that both implanted catheters could have been revised together, but the reporter was not sure.

Manufacturer narrative:
Concomitant medical product: product ID 8709, serial# (B)(6), implanted: (B)(6) 2010 explanted: (B)(6) 2023 product type catheter pro duct ID 8711 serial# (B)(6) implanted: (B)(6) 2010 explanted: 2023-11-17 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 08-mar-2012, UDI#: (B)(4). Product ID: 8711, serial/lot #: (B)(6), ubd: 29-apr-2012, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.